Manufacturer narrative:
The ventilator was investigated by our field service engineer. No malfunction could be found. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided logs showed that successful pre-use check was performed prior ventilation was started. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction on the date of event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
I was reported that the ventilator malfunctioned while it was connected to a patient. It was further reported that the patient desaturated to 80%. The final patient outcome is unknown. Manufacturer's ref. #: (B)(4).